Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when and how the tear occurred or if it contributed to the reported leaking during wear. No blood was observed on or within the device. The cannula assembly, bottom housing and adhesive pad were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found.

Event description:
It was reported that the patient's blood glucose level was greater than 22.2 mmol/l (399.6 mg/dl). The pod was worn between 36 and 48 hours on the leg. Hyperglycemia treated by administering a pen injection and applying a new pod.